Event description:
It was reported that htis 55 y/o male patient's left knee was revised. The patient returned to surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. The patient underwent a poly insert swap and patella implant swap. The surgeon removed all visible debris and irrigated and debrided the wound. Patient was last known to be in stable condition following the event. Unable to obtain x-rays. Product not returning - the implant(s) were sent to the lab and legal at the hospital.

Manufacturer narrative:
(D10) concomitant device(s): 4392333 - 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, which was confirmed by the images provided. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."